Event description:
In august 1998 the pt complained of severe pain. X-rays showed a breakage of the medical tibal plateau and loosening of the femoral component. Revision surgery also revealed subluxation of the tibial insert and metallosis.